Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. A review of the device history has not been possible as the batch/lot number has not been provided. Complaint history for the reported failure, false alarm has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. False alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment the canister still capable of collecting 500ml of exudate, so not even closed to be full, and the equipment gives a "full canister" alarm. The treatment was suspended by 4 days. The backup device was provided to the customer.